Event description:
It was reported a catheter revision was done due to a ¿suspected¿ catheter break. On (B)(6) 2013 a dye study was ¿attempted on the pump catheter but the catheter wouldn¿t aspirate so a catheter fracture was suspected.¿ the patient ¿stopped getting pain relief about three weeks¿ before the initial report was made. The catheter was explanted and would not be returned as the customer discarded it. Signs and symptoms related to the event included pain and less than 50% therapy relief with the location being ¿all over body but especially back pain.¿ the device was used to infuse infumorph.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 25 mg/ml at 4 mg/day. The patient was admitted on (B)(6) 2013. The patient presented with withdrawal symptoms and increased pain. Workup with imaging revealed some coiling of the catheter posteriorly. No obvious granuloma was noted at the tip of the catheter, which was around the t6-t7 area. The concern was for catheter blockage. Exploration and catheter revision occurred on (B)(6) 2013. During the surgery, the majority of the catheter was able to be removed, but there was a small portion that may have remained. The hcp put an intrathecal catheter in at the next level (t12-l1). The catheter was then threaded all the way to around the t5 area. The pump was placed in the pocket inside the pouch. There were no complications with the surgery. The patient was programmed back to 4 mg/day. Post-re vision, the patient was having some nausea, vomiting, headaches, and there was suspicion that the patient was getting too much morphine. The postoperative diagnosis was possible overdose morphine. The pump was reprogrammed from 4 mg/day to 3 mg/day on (B)(6) 2013. The patient was still having some headaches, vomiting, nausea, so their pump was reprogrammed on (B)(6) 2013 from 3 mg/day to 2.5 mg/day. The patient was still having some headaches, vomiting, nausea, so their pump was reprogrammed on (B)(6) 2013 from 2.5 mg/day to 2 mg/day. The patient¿s pump was decreased to 2mg/day.¿ the patient was discharged on (B)(6) 2013.